Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6) 2017. Pinnacle trial liner 32 +4/10deg 52mm. Consignment instrument at gph, in a damaged condition. Photo indicated burrs.

Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: the instrument associated with this report was not returned. The provided photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.